Event description:
A distributor in (B)(6) reported to a fisher & paykel healthcare representative that the tubing of an opt314 optiflow junior nasal cannula became detached from the prongs. No patient consequence was reported.

Manufacturer narrative:
The complaint opt314 optiflow junior nasal cannula has been returned to fisher & paykel healthcare (B)(4) for evaluation but has not been investigated. A follow-up report will be provided upon completion of our investigation.